Event description:
The complainant reported that a patient was admitted to the hospital with complaints of shortness of breath, elevated troponin and in st elevation myocardial infarction. In the cardiac catheterization lab, the patient was found to have occlusions in both left anterior descending (lad) and right coronary (rca) arteries. The patient was urgently intubated due to shortness of breath and difficulty laying flat. An impella cp was implanted for mechanical circulatory support, and the patient had stents placed in their lad and rca. Overnight, the patient decompensated and required an increase of pressor support. The medical team decided to escalate the patient support to an impella 5.0. During impella 5.0 implant, the medical team experienced difficulty advancing the impella 5.0 past the iliac. A peripheral balloon was used, along with viperglide to lubricate the sheath and graft. The impella 5.0 was then successfully delivered into the left ventricle. On (B)(6) 2022, it was reported a large amount of bleeding was found coming from the jackson-pratt (jp) drain at the impella insertion site. Heparin was decreased, and six units of blood were transfused to the patient. Hemostasis was unable to be achieved, and the patient was taken for a computed tomography scan to assess the source and the extent of the bleeding. A fem stop was placed at the access site, however oozing persisted and the patient required an additional 4 units of blood to be transfused. There was no report that hemostasis was ever achieved. It was additionally noted that the patient expired on support the following day. There is not enough evidence to exclude impella as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: use of impella with transcatheter aortic valves: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.